Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced error during sensor startup. Patient removed sensor from insertion site and upon sensor removal, patient was unable to locate sensor wire.